Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim rn went to increase rate of ivig when it was noticed that ivig was leaking onto the floor from tubing channel roughly 30cc. IV tubing was replaced and pt received rest of ivig dose. Upon inspection of there appears to be a tear in the stretchy part that sits within the channel.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was tubing damage that caused a leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 24026290 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.